Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of normal saline, at a rate of 100 mg/hr, via a plum pump. Approximately one hour after the delivery was started, it was reported that the nurse entered the patient's room to administer an unspecified antibiotic. It was reported that the nurse noted a puddle of solution of approximately 100 ml of solution on the floor. No specific details were provided. The customer contact reported that the nurse indicated that the tubing separated from the distal clave y-site of the tubing set. It was reported that approximately 100 ml of solution leaked onto the floor. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to the patient. No medical interventions were required. No additional information was provided.